Event description:
It was reported that the caller experienced an issue with a cartridge leaking insulin at the o-ring. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge and successfully resumed insulin therapy. Tandem technical support agreed to replace the wasted supplies as a gesture of goodwill.